Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that upon receiving tray, the triathlon torque limiter came in the tray missing the needle. Discovered in surgery. This was a 2nd part spacer removal while patient was waiting on custom prosthesis.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be related to misuse. The material analysis concluded the torque indicator needle fractured in fatigue due to bending. The torque indicator needle is not intended to be bent by the user as it position as designed is calibrated to accurately measure the torque being applied by the wrench. Any modification, such as bending, can compromise the accuracy of the measurement and is therefore regarded as misuse. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that upon receiving tray, the triathlon torque limiter came in the tray missing the needle. Discovered in surgery. This was a 2nd part spacer removal while patient was waiting on custom prosthesis.